Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) in the (B)(4) alleging a onetouch verio meter was not turning on when a test strip was inserted, and when the ok button was pressed, the pc icon came on, even if not plugged into the computer. The patient did not allege any harm or injury due to the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient alleged the meter was not powering on. There is no indication that subject meter caused or contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4):the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.